Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that lower half of the touchscreen is not functioning. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted.

Manufacturer narrative:
Upon further investigation, this record was determined to be a duplicate record of MFR report number 2031642-2022-02549. The investigation will be documented under MFR report number 2031642-2022-02549. Therefore, this complaint no longer meets reportability requirements.